Manufacturer narrative:
Results: the second smart coil¿s embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned devices revealed the embolization coils of both smart coils had offset coil winds near their proximal ends. This damage, and the reported issues with loading the smart coils into the non-penumbra microcatheter, likely occurred due to the smart coils being forcefully advanced into an occluded microcatheter. The offset coil winds caused friction when advancing the smart coils during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00621.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached the initial coils in the target vessel using another manufacturer¿s microcatheter. The physician then had difficulty loading two smart coils into the microcatheter. It was determined that the microcatheter was occluded; therefore, the smart coils were removed. The physician then attempted to advance another manufacturer¿s coil through the microcatheter; however the coil would not advance into the occluded microcatheter. Therefore, the coil was removed and the procedure ended at that point. There was no report of an adverse effect to the patient.